Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device led for the external power supply indicator was flashing. There was no patient involvement.